Event description:
Reporter indicated, a vns patient underwent vns generator replacement surgery due to end of service. The explanted generator was returned for analysis. Analysis confirmed the generator was at end of service. A battery estimate performed yielded 0.45 years remaining. It was noted capacitor c6 caused increased current consumption, possibly contributing to a premature end of life condition. When the leaky c6 capacitor was replaced, current consumption was normal.